Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/14/2015. The fse found a leak from the manual probe during secondary mode rinse procedure. He rinsed the vacuum pathway from the probe wipe to the vacuum trap and aligned the probe wipe which fixed the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 2 ml from a coulter hmx hematology analyzer with autoloader while in manual mode. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.